Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that liquid leaked from the bag.

Manufacturer narrative:
The device history record (DHR) review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One used sample was received for evaluation. A visual and functional inspection was performed and found a that the irrigation bag was leaking. The probable root cause may be related to a manufacturing/production process. As there is no trend for the reported issue as it relates to the product & DHR, the complaint will be closed with no further action and will be used for tracking and trending purposes.